Event description:
It was reported that a malfunction alarm occurred with the customer¿s pump, specifically malfunction code 0 with fault ID 0x29b0. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.